Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed as a needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The device was returned for evaluation. Removed the following codes; results code 3221, conclusion code 67, method code 4115.

Manufacturer narrative:
Date of event, therapy date: estimated date. Exemption number e2019001. The device is not returning, it was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of the left superficial femoral vein was attempted using a proglide device with an 8f sheath relative to an interventional atrial fibrillation ablation procedure. Reportedly, the proglide device "failed to capture". The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.